Event description:
Our hospital was affected by the safety disk shortage on our two getinge inter-aortic balloon pumps. They were required to be replaced in july of 2022 during the scheduled preventative maintenance (pm) cycle, and the replacement was not completed until february of 2023. During that time, the hospital performed a risk assessment and determined that a loaner device should be procured to act as a back-up, should something happen to one of our primary units. That was complete from the manufacturer, who was unable to provide us a time frame for replacement of the safety disks and could not advise if the units we owned were okay to use. We had the loaner from august 2022 to march of 2023, which we returned after we were informed that if we kept it any longer, we would have to start to pay for the unit. In april we were contacted, letting us know we owed (B)(6) dollars for the rental, which we wanted to dispute because of the nature of the need to rent the unit. Since asking to be contacted and reaching out to getinge, we have heard nothing back. We don¿t believe we owe anything but aren¿t relying on no news is good news. Manufacturer response for system, balloon, intra-aortic and control, cardiosave hybrid, type b plug (per site reporter). None.